Manufacturer narrative:
Review of the most recent repair record determined the device would not power on at low pressure. The motor, poppet assembly, head screw seal, spring seal, bearings, hinge, and hinge throttle gasket were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information is available as it relates to this incident.

Event description:
It was reported that during kit inspection the air dermatome would not operate at low pressure. The motor was deteriorating, causing the dermatome to rotate unstably and to operate at inconsistent speed. There was no report of harm or delay as there was no patient involvement. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.